Event description:
It was reported via phone call, that the customer received a button error alarm, and the buttons on the insulin pump are sticking. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive esc and act buttons due to corroded keypad traces. Unit had minor scratched lcd window,cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.